Event description:
The customer reported to customer service that the back plate of the transformer to her pump in style came off and the screws are no longer holding it together, exposing the inner circuitry, which is safety risk.

Manufacturer narrative:
The replacement transformer was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional info or the original product received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.